Event description:
It was further reported that the manufacturer received product performance data and the ventricular assist device (vad) subsequently tested out of specification during manufacturer¿s analysis. The vad remains in use.

Manufacturer narrative:
###A supplemental report is being submitted for investigation results. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed several vad disconnect alarms between 05/oct/2020 and 06/aug/2021 indicating a physical disconnection of the driveline from the controller. Log file analysis also revealed several controller power ups with pump start events and several controller power ups without pump start events between 15/oct/2020 and 20/oct/2021. Several vad stopped alarms were logged between 16/nov/2020 and 20/nov/2021 indicating that the pump failed to start after multiple attempts. Several additional controller power up events and additional vad disconnect alarms indicating a physical disconnection of driveline from the controller were logged following vad stopped alarms, likely due to troubleshooting. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. During an attempted pump start event, several controller reset events were logged on 20/oct/2021 between 10:15:34 and 10:16:53. During the controller reset events, logs revealed instances that only one power source was connected to the controller during the attempted pump start event. These are additional findings not related to the reported event. The most likely root cause of the observed losses of power event can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or troubleshooting of the controller. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. CAPA pr00609659 is investigating controller resets during pump start. Possible causes of the vad disconnect alarms can be attributed, but not limited to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Log file analysis also revealed one event point recorded on 16/oct/2020 after 17:50:13 with the date/time stamp of 31/feb/2099 at 00:00:00. As a result, the reported frozen time stamp event was confirmed. Further investigation using a representative sample revealed that the reported event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary¿loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and time in the event log file. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported real clock error event can be a ttributed to a voltage spike or noise caused when connecting a battery to the controller. Additional products: d1: heartware ventricular assist system - pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-jul-2018 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: yes, h4: mfg date: 31-jul-2016, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a frozen time stamp of year 2099. The controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.